Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that an air bubble was present in the reservoir while filling it with insulin. The insulin pump was rewound and the tubing was filled, but the air bubble would not dissipate. The customer declined to reconnect the insulin vile to the transfer guard to avoid air bubbles. Troubleshooting was able to resolve the air bubble with a reservoir change. The customer also reported an unexpected restart error alarm after a battery change. The customer declined to troubleshoot for the alarm. Customer's blood glucose was unknown at the time of the call. It was also reported the customer was in the hospital for giving birth. The reservoir will not be returned for analysis.